Event description:
It was reported that during the attempted implant of this right atrial, following successful placement, unfavorable impedance measurements were observed and the lead repositioned as an attempt to obtain in range values. After the lead was with drawn from the patient, it was noted the lead had sustained insulation damages in the middle of the lead body. The attempted implant lead is expected to be returned for laboratory analysis and another lead of same model type was implanted without complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed two lead segments, severed at approximately 8.1 cm from the terminal end. Testing was completed on each segment to assess leads electrical performance. Measurements throughout these tests were within normal limits. Insulation damage was confirmed based on a notable cut at approximately 26.5 cm from the terminal end, suspected to be the result of the attempted implant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right atrial, following successful placement, unfavorable impedance measurements were observed and the lead repositioned as an attempt to obtain in range values. After the lead was with drawn from the patient, it was noted the lead had sustained insulation damages in the middle of the lead body. The attempted implant lead was later returned for laboratory analysis and another lead of same model type was implanted without complications.